Event description:
A malfunction alarm was reported, specifically malfunction code 12, but no notable events occurred prior to the issue. There was no adverse impact to the customer¿s blood glucose level as it did not exceed 500 mg/dl. The customer received assistance from technical support to reset the pump, and after resetting, the malfunction did not recur. The customer was informed that they could continue using the pump and to contact support if the issue happened again.